Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
A 6f angio-seal vip device was successfully deployed in the right femoral artery. A week later the patient developed pain in her leg, swelling, and a painful groin. The patient was admitted to the hospital where an ultrasound identified a pseudo-aneurysm. Surgery was performed on (B)(6) 2016 to resolve the pseudo-aneurysm. The patient was stable and discharged the following day.